Event description:
It was reported that the tubing was kinked and not allowing for urine flow. Customer were having some issues with the catheter tubing folding over on itself and not allowing the catheters to drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.